Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and bipolar endocardial lead system exhibted oversensing. The physician performed an invasive prodcedure to explant the ICD and lead system.